Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for two 24 hour urine patient samples tested for crej2 creatinine jaffé gen.2 (crej) on a cobas integra 400 plus (i400+) analyzer. The erroneous results were not reported outside of the laboratory. The first sample initially resulted as 0.67 mg/dl and repeated as 244.98 mg/dl. The second sample initially resulted as 1.31 mg/dl and repeated as 124.12 mg/dl. No adverse events were alleged to have occurred with the patients. The crej reagent lot number was 17413101, with an expiration date of 31-may-2018. A general reagent problem was ruled out because calibration and quality controls were acceptable. Frequent hardware-related alarms concerning cooling and fluid handling were noted.

Manufacturer narrative:
The field service engineer replaced the analyzer cooling unit, halogen lamp, probes, and a valve. He ran a check test and this passed. No further issues have occurred at the customer site since this service visit. Calibration data was ok. Quality controls were within range on the day of the event. One control result was outside of range low on (B)(6) 2017. Since calibration and controls are acceptable, a general reagent issue could be ruled out. Based on errors received, it is possible that the probe was diving too deeply into the sample causing too much sample to be transferred due to deposits on the outside of the probe. The issue is most likely related to a defect of the cooling unit.